Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision surgery for loosening/lysis at 7.5 years post-operative. Conversion in rsa. Patient ID: (B)(4).